Manufacturer narrative:
This report is for an unknown reamer/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) implantation for an intertrochanteric hip fracture on (B)(6) 2019, an unknown 12.5 reamer head became stuck in the bone shaft. The surgeon must have put the ball tip guide wire down and then put the reamer down. They trying to use graspers to pull it out, however the reamer was not able to be removed from the patient¿s bone. Procedure was completed successfully with a 15 minutes surgical delay. Patient status is unknown. Concomitant devices: ball tip guide wire (part: unknown, lot: unknown, quantity: 1). This report is for an unknown reamer. This is report 1 of 1 for (B)(4).